Event description:
I had an operation on operative report ((B)(6) 2010): "these were each filled one-quarter of a collegian sponge carrier soaked in bone morphogenic protein. Add'l autograft bone that had been saved during the drilling, was placed into the spacers along with the bmp". Two weeks later ((B)(6) 2010), I was hospitalized with severe multi joint arthritis which resolved with steroids. The discharge diagnosis was an 'inflammatory response to bone morphogenic protein. I did well for several months but developed arthritis, and was dx with gout, although I never had a high uric acid. Fluid from a joint was read by a local doctor in (B)(6), as having uric acid crystals. However, years later, x-rays show joint changes characteristic of pseudogout. My arthritis has been primarily in large joints with the exception of my right big toe. Currently, I am wondering about the uric acid dx since I have never had an elevated uric acid and I cannot identify any foods to set off the episodes. I have been advised to back off of my gout medications. My current joint problems are in my knees which is a uncommon place for gout. However, I do have a family history of gout so I may have both diagnoses. Reason for use: for fusion of cervical disk.